Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised to address loosening of the head.